Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medbank tower used in this incident, it was determined that the user was unable to issue medication. Thw technical support specialist killed the cubex app in task manager to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported when using then bd pyxis¿ medbank tower, user was unable to issue medication. The customer reported that the malfunction occurred when the user was trying to issue medication to patients. There were no adverse events or injuries reported based on this incident.